Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the aspiration syringe could not maintain a proper seal. He replaced the aspiration syringe, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 0.5ml from a coulter ac-t 5diff hematology analyzer. The leak was contained within the instrument. The customer was running controls when the leak was observed. The customer stated that the controls resulted in zeros for all parameters at the time of the event. There were no errors or system messages that occurred in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and glasses at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.